Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. A small amount of visible damage was observed on the lead threads of the returned monoblock inserter. Testing of the inserter with a thread gauge showed the inserter was still able to be threaded and removed as intended. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion to the cause of the event. (B)(4).

Event description:
During an initial hip arthroplasty, the inserter got stuck on the cup during impaction. The sales rep reported this is the second problem with this instrument.